Manufacturer narrative:
The lead implant date and UDI is unknown at this time. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's scs system may be inoperable. A company representative met with the patient to interrogate the system. Diagnostics found the lead reflected high impedance values on multiple lead contacts causing the issue. As such, the patient underwent surgical intervention wherein the system was explanted and replaced. The patient's ipg was electively explanted and replaced during the procedure.